Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), medic received an unintended delivery of energy while connecting the 12-lead cable into the 4-lead cable. Complainant indicated that the medic experienced numbness in his arm. Complainant did not provide additional information regarding treatment received by the medic. Complainant indicated that the clinician obtained another device to continue treating the patient.

Manufacturer narrative:
The device and cables were returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. An internal inspection of the device found no discrepancies. No signs of sparking or arcing were observed with the cables or device. Review of the device log found no evidence that a shock was delivered, not to mention the cable in question, is not the therapy cable. It appears unlikely that the alleged shock came from the therapeutic feature of the device or external power that may have been connected to the device at the time. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.